Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that an error in the ¿cardiac stimulator¿ while the device was in clinical use occurred. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that there was an error in the cardiac stimulator while the device was in clinical use. There was no report of harm and insufficient information in the record to determine if the reported event resulted in a life-threatening situation or delay of life-saving therapy. Multiple attempts were made to obtain this information; however, this information is unavailable. The customer asked that the case be canceled and further stated that the equipment was operating normally. Multiple attempts were made to clarify how the issue was resolved and the reason for the cancellation; however, this information was not made available. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer asked that the case be canceled and further stated that the equipment was operating normally. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.